Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. D.4. Medical device lot #: 9324029. D.4. Medical device expiration date: 11/30/2024. H.4. Device manufacture date: 11/20/2019. D.4. Medical device lot #: 9197310. D.4. Medical device expiration date: 7/31/2024. H.4. Device manufacture date: 7/16/2019. D.4. Medical device lot #: 9148687. D.4. Medical device expiration date: 5/31/2024. H.4. Device manufacture date: 5/28/2019. H.6. Investigation: one open and forty- three sealed and intact 32g x4mm pen needle samples were returned from lot no. 9324029, cat. No. 320561 along with one sealed and intact 32g x4mm pen needle sample from lot no. 9148687, cat. No. 320561 and one sealed and intact 32g x 4mm pen needle sample from lot no. 9197310, cat. No. 320561. 10x visual examination was carried out on one returned open sample from lot. No. 9324029 and a broken non patient end of cannula was observed. No issues were observed with the patient end of the cannula. The cannula was measured to be 4mm and was confirmed to be within specification. 10x visual examination and measurements per procedure were also carried out on twenty- eight sealed samples from lot no. 9324029, one sealed sample from lot no. 9148687 and one sealed sample from lot no. 919731. The cannula was measured to be 4mm and was confirmed to be within specification. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 pen ndl 32g 4mm experienced insufficient cannula length on the patient end. The following information was provided by the initial reporter: needles too short (pe).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm experienced insufficient cannula length on the patient end. The following information was provided by the initial reporter: needles too short. (Pe)